Event description:
The reporter stated that the implanted epod posterior intervertebral body fusion device had migrated posteriorly and a surgical procedure was required to remove the implant. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.